Event description:
On (B) (6) 2010, the sales representative reported that black foam was found in the wound and had to be surgically removed. On 08 jun 2010, the risk manager reported that according to the medical records, the pt originally had v.a.c. Therapy placed on (B) (6) 2009, for a dehisced wound to her right breast. On (B) (6) 2009, the pt was discharged home with a home health agency. On an unk date, the wound healed, but the pt continued to complain of pain. The physician and the pt were both able to palpate a lump at the operative site. On (B) (6) 2010, the physician scheduled exploratory surgery of the wound. During the surgery, the physician found that appeared to be granufoam dressing measuring approximately 8.2 cm. X 6.3 cm. X 1.6 cm. The specimen was removed, and 1/2 of it was sent to pathology. The pathology report described it as a "rubbery dark grey spongy material". The pt was discharged home the same day. As of (B) (6) 2010, the pt's wound is healing with a small amount of drainage and is being monitored by the physician. Although the facility has a protocol for counting surgical sponges in the operating room, there is currently no protocol for counting foam pieces during dressing changes.

Manufacturer narrative:
V.a.c. Therapy clinical guidelines, (B) (6) 2007, available on line and in print states on page 3: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.